Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received in its original jar, fully submerged in a clear unidentified solution. The valve exhibited discoloration consistent with blood exposure. As received, leaflets 1 and 3 were observed in a closed position, while leaflet 2 appeared partially open. All leaflets exhibited appreciable creases and visible frame imprints; no tears were observed. All commissures appeared intact. All sutures appeared intact. No damage, such as bends, kinks or fractures, was observed on the frame. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, during the implantation of this 23 mm transcatheter aortic bioprosthetic valve (tav), in a patient with a small left ventricle, a non-medtronic (boston scientific safari xs) guidewire was used. A pre-implant balloon aortic valvuloplasty (bav) was performed using an 18mm non-medtronic (numed z-med) balloon. Upon the first inflation attempt, the balloon shifted towards the ascending aorta. Subsequently, a second balloon inflation was performed. During these bav attempts, the patient developed complete atrio-ventricular block (cavb). Vasopressor support was initiated; however, the patient's hemodynamics remained stable at 163/46 mm hg. The delivery catheter system (dcs) and loaded tav were inserted into the patient¿s vasculature and advanced to the aortic annulus. During the first valve deployment, upon fluoroscopic inspection, the implant depth on the non-coronary cusp reached approximately 6 mm, and the implant was considered too deep. Per the physician, fluoroscopy indicated the valve frame had not opened sufficiently. The tav was recaptured into the dcs. Following recapture, and during the second deployment attempt, the patient¿s blood pressure failedto recover, resulting in cardiac arrest. The arrest caused patient movement, cardiopulmonary resuscitation was initiated, the system was withdrawn from the body, and the patient was intubated. Following intubation, the patient¿s hemodynamics stabilized. Subsequently, a new system was used and the tav was implanted upon the first deployment attempt with no issue. Following deployment, the patient¿s blood pressure remained stable at 115/41 mm hg and the cavb was unchanged. Temporary pacing was left in place following the procedure. Upon removal and visual inspection of the non-medtronic guidewire, it was elongated and the tip had formed into an ¿s-sized loop¿; the patient had developed an increase in mitral regurgitation which was noted to be related to the guidewire. The anesthesiologist commented from the moment the cavb presented during the bav, the patient¿s ¿response was poor¿, even with vasopressor medication support. Outside of the patient, a dry deployment was performed with the first system and no infold was observed. Upon post-operative review of fluoroscopic images at the point of no return, no differences were noted when comparing the first and second tav.

Manufacturer narrative:
A. Select patient information cannot be included in the regulatory report due to regional privacy regulations. D. This is a system report; the section d. Information is for the primary device, which was in use with the following device which cannot be excluded as a potential contributing factor to the adverse event: medtronic brand name: evolut fx dcs; product ID: d-evolutfx-2329 (lot: 0013008933); UDI: (B)(4); manufactured date: 2025-09-08; use by date: 2027-09-08; implant date: non-implantable; FDA site ID: 9612164. D10. Continuation - concomitant medical devices in use during the event include: medtronic product ID: l-evolutfx-2329 (lot: 0013039612); product type: 0195-heart valves; implant date: non implantable medtronic product ID: evfxplus-23 (serial: (B)(6)); product type: 0195-heart valves; implant date: (B)(6) 2026, status: active non-medtronic product ID: boston scientific safari xs guidewire; lot #: unknown; implant date: non-implantable; non-medtronic product ID: numed z-med 18mm balloon; lot #: unknown; implant date: non-implantable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, during the implantation of this 23 mm transcatheter aortic bioprosthetic valve (tav), in a patient with a small left ventricle, a non-medtronic guidewire was used. A pre-implant balloon aortic valvuloplasty (bav) was performed using an 18mm non-medtronic balloon. Upon the first inflation attempt, the balloon shifted towards the ascending aorta. Subsequently, a second balloon inflation was performed. During these bav attempts, the patient developed complete atrio-ventricular block (cavb). Vasopressor support was initiated; however, the patient's hemodynamics remained stable at 163/46 mm hg. The delivery catheter system (dcs) and loaded tav were inserted into the patient¿s vasculature and advanced to the aortic annulus. During the first valve deployment, upon fluoroscopic inspection, the implant depth on the non-coronary cusp reached approximately 6¿mm, and the implant was considered too deep. Per the physician, fluoroscopy indicated the valve frame had not opened sufficiently. The tav was recaptured into the dcs. Following recapture, and during the second deployment attempt, the patient¿s blood pressure failed to recover, resulting in cardiac arrest. The arrest caused patient movement, cardiopulmonary resuscitation was initiated, the system was withdrawn from the body, and the patient was intubated. Following intubation, the patient¿s hemodynamics stabilized. Subsequently, a new system was used and the tav was implanted upon the first deployment attempt with no issue. Following deployment, the patient¿s blood pressure remained stable at 115/41 mm hg and the cavb was unchanged. Temporary pacing was left in place following the procedure. Upon removal and visual inspection of the non-medtronic guidewire, it was elongated and the tip had formed into an ¿s-sized loop¿; the patient had developed an increase in mitral regurgitation which was noted to be related to the guidewire. The anesthesiologist commented from the moment the cavb presented during the bav, the patient¿s ¿response was poor¿, even with vasopressor medication support. Outside of the patient, a dry deployment was performed with the first system and no infold was observed. Upon post-operative review of fluoroscopic images at the point of no return, no differences were noted when comparing the first and second tav. Additional information was received that the pre-implant bav inflation time was about 3 seconds, and an 18 mm non-medtronic syringe was used. The target implant depth on the non-coronary cusp (ncc) and left coronary cusp (lcc) was 3 mm. A new dcs was used for the implant of the second valve. Due to the cardiac arrest under local anesthesia, the patient's legs had moved. It was clarified that both valves were not under expanded, and the implant position was deeper for the first valve. Additionally, the patient's "response was poor" indicates that the blood pressure control was difficult.